Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's personal therapy manager (ptm) was displaying code 8474 and the patient was reporting pain that was an 8 out of 10. The patient was on their way up to (B)(6) for a fishing trip. The patient saw the code on (B)(6) 2016 and was looking for somewhere on the way to (B)(6) to have the pump checked. It was later reported on (B)(6) 2016 that the patient was inpatient in a hospital in (B)(6). It was stated that the pump was to be replaced on "monday", but they were still wanting a rep to come out to read the pump to confirm that there was an issue. The patient presented to the emergency room last night and it was not believed that the pump had been interrogated. When the pump was interrogated, the pump was found in safe state. The patient was treated for withdrawal and an unrelated infection, then the pump was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine 10.0 mg/ml at 0.610 mg/day, clonidine 640.0 mcg/ml at 39.05 mcg/day and bupivacaine 18.0 mg/ml at 1.098 mg/day. Analysis of the pump revealed high battery resistance. Result code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.